Manufacturer narrative:
The insulin pump was received with no button response due to an unlocked lcd keypad connector. The pump also had a severely scratched display window, cracked case at the display window corners, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there were many scratches on the display window. The customer's blood glucose at the time of incident is unknown. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.